Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the dilation catheter balloon ruptured during use. The product was removed and replaced.

Manufacturer narrative:
The reported event was confirmed. The evaluation of the reported event noted that one used sample had a tear in the balloon. A lateral tear was covering approximately 80% of the balloon diameter. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warnings: do not exceed the recommended maximum balloon inflation pressure that is stated on the label. Extreme caution should be used when considering dilation of irregular, non-compliant tissue or in the presence of certain calculi. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of device, which may lead to device failure, and/or lead to injury, illness or death of the patient."

Event description:
It was reported that the dilation catheter balloon ruptured during use. The product was removed and replaced.